Manufacturer narrative:
During device evaluation, the reported issue (irregularities in the appearance of adhesive on the bending section) was confirmed. It was observed that the adhesive on the bending section cover was discolored. In addition to foreign material, service found that the air/water cylinder and the suction cylinder was discolored. There was a pinhole on the switch button #1, there was a leakage due to a pinhole on the connecting tube, the plastic distal end cover was burnt, the objective lens was cracked, and the light guide lens was discolored. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported irregularities in the appearance of the adhesive on the bending section. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that there was foreign material in the instrument channel. This report is being submitted for the malfunction found during device evaluation foreign material in instrument channel.

Event description:
Additional information was received regarding the reported event (irregularities in the appearance of the adhesive on the bending section): an olympus field service engineer (fse) reported that the adhesive on the bending section cover was deteriorated. The reported event was observed by the fse during routine maintenance of the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the reported event. Additional information obtained identifies the device was properly reprocessed according to the device IFU (instructions for use) before it was sent to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device according to the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.